Manufacturer narrative:
(B)(4). Initial reporter occupation: lawyer. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
On (B)(6) 2016, the patient underwent total left knee arthroplasty due to osteoarthritis. The patella was resurfaced. The surgeon reported no intraoperative complications. The patient was implanted with the attune knee system and competitor bone cement. On (B)(6) 2019, the patient underwent a left knee revision due to loosening of the tibial component, swelling, and pain. The surgeon reported overgrowth of bone medially and laterally around the tibial component as well as scar, which was removed. He indicated the tibial component popped free of the cement mantle and there was no cement attached to the tibial tray at the cement to tray interface. The surgeon reported minimal central bone loss and mild distal lateral bone loss when removing the femoral component. He noted the patella was centrally tracking and not revised. The patient was implanted with depuy knee system and depuy cement x 2. There were no complications reported with the procedure. Doi: (B)(6) 2016. Dor: (B)(6) 2019, (lt knee).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Product complaint # (B)(4). Investigation summary : no device associated with this report was received for examination. Depuy synthes considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch, a follow-up medwatch will be filed as appropriate.